Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device locking pins on the cradle were sticking. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4) and a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the cradle peg was stripped and the wrench was sticking and the roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet gear, and latching pins were replaced. This is not a related issue. The device history record (DHR) of skin graft mesher cutter serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher cutter serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) and previous repair report of skin graft mesher cutter serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the skin graft mesher cutter serial number (B)(4) was sent with skin graft mesher device, serial number (B)(4), for evaluation and produced an incomplete cut and deemed non-repairable. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be performed due to the sliding pin not engaging. The roller, gear, and side plates had visual damage. The 1:1 ratio cutter, serial number (B)(4) and the 1.5:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn right side plate, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that calibration and test mesh could not be performed due to the sliding pin not engaging. While during product review it was noted that calibration and test mesh could not be performed due to the sliding pin not engaging, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device locking pins on cradle were sticking. Upon initial inspection, a damaged comb was discovered. No adverse events were reported as a result of this malfunction.